Manufacturer narrative:
Concomitant medical products: product ID 3550-29, lot# n449477, implanted: (B)(6) 2014, product type: accessory. Product ID 9 77a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: re charger. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was intermittently turning off by itself. Adaptive stimulation was noted to have not been used. No codes were reported but it was stated that the patient knew how to use the patient programmer (pp) and confirmed that stimulation was turning off when it should¿ve been on. Impedances were checked and stated to be normal. The patient was losing stimulation overnight and that the ins was not holding a charge. Pus bubbles and heating at the ins were reported. There was a possible infection. The patient was being tested for an infection and x-rays were being done to review lead placement and integrity. Follow-up determined that no further information was known at the time. Additional follow-up was performed to determine if any diagnostics had been performed, if an infection was confirmed, if a cause of the event was determined, and if the issue was resolved. This event will be updated if additional information is received.